Manufacturer narrative:
Not available for this device. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient stopped having access to sound with the device. As per the clinic's audiologist, the implantation surgery, where the fmt was placed on the round window, was difficult. Re-implantation is scheduled for (B)(6), 2014.